Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool tip snapped during use and into patient¿s ear. It was reported that there was no patient impact. Additional intervention was performed for removal of the tip of tool from patient 's ear. There were no fragments left inside the patient and there was a delay of 5 minutes in procedure as a result of the event. The procedure was completed with the backup product.

Event description:
Upon follow up it was confirmed that the surgeon retrieved the broken piece of drill straightaway. He continued on with the procedure as a new drill tip was opened.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:evaluation determined that tool tip snapped during use. The likely cause of failure are from the biological debris in the tube or from the decontamination process. It was also noted biological debris present under the tube shrink wrap.heavy biological debris was present along the wire along with pitting, discoloration, and corrosion. Fracture occurred approximately 3.5" from the tang.the fracture of the burr wire is perpendicular to the axis of rotation.pitting on the wire suggests contact of the burr wire with the inner tube walls during use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.